Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#1627487-2018-04689. It was reported that patient experienced ineffective simulation and new pain in their lower extremities. Reportedly, drg leads migrated from bilateral vertebral level s3, confirmed on x rays. Patient did not experience any falls or trauma. As a result, surgical intervention was undertaken wherein the drg system was explanted and replaced with the scs system. Effective therapy was restored post operatively.